Event description:
The customer reported to beckman coulter (bec) that green and blue fluid was leaking under the coulter lh 780 hematology instrument onto the counter. The customer was trying to run a sample when they discovered the leak. The customer could not locate the leak source. The volume of the leak was 10 ml. Per customer, intermittently, no differential results occurred. The customer was advised not to continue running the lh 780 instrument, and act diff 2 backup instrument was used for further testing. The customer indicated this event has not affected patient results. The last samples that were run through were found to clinically match the patients. The samples were not repeated on the back up act diff 2 analyzer. There was no death, injury, or effect to patient treatment. The operator was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) information was not reviewed by the customer. The facility has an exposure control or risk management plan in place.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse discovered a leaking tubing at solenoid 18 (sol18). The fse replaced the leaking tubing and replaced vacuum chamber (vc37) because it had accumulated salt build up. The fse ran a startup and all controls, checked for leaks, and then returned unit to service. Failure mode was leaking tubing at solenoid 18. (B)(4).